Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: p5l1027) sigadaptxl, sig power sigadaptxl linear xl adapter<(><<)> (serial number: (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, after the stapling was triggered, the joint did not return to its initial position, even after correctly activating the manipulator. The doctor removed the stapler along with the trocar and noticed that part of the load was preventing disarticulation. Manually, the doctor managed to remove the load from the trocar, but it returned to the articulated position. The reload remained stuck in the rod, and it was only possible to return it to its normal position using the retraction key. Another adapter was used to resolve the issuer. There was no patient injury.